Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation was based on the complaint information the device did not return, but it was checked and repaired by a field service engineer, and the problem was confirmed. However, the inspection results were not attached, and there was no other information. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the maintenance unit had a faulty power socket. The issue was found prior to device use. There were no reports of patient harm.